Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510(k): den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However, the report indicates that the device prematurely ran out of co2 during the procedure. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. The patient had a bleeding mallory weiss tear and the cook hemospray functioned normally and sprayed approximately 10 times, then stopped spraying. The physician and staff thought the catheter may be occluded so the second catheter [that comes in the packaging] was attempted to be utilized. The hemospray still did not spray powder. The physician and staff flushed the catheter with air and air was able to pass through so it was not occluded. A cook district manager was contacted to help trouble shoot the device via (B)(6). The hemospray had already been removed from the endoscope and the catheter detached. The cook district manager noticed that the hemospray's carbon dioxide (co2) was already deactivated. The nurses stated the device stopped functioning while it was still active, before they twisted the red knob to deactivate the device. The nurses also stated they did not hear the co2 exit from the cartridge when it was deactivated. An additional cook hemo-7 device was opened and utilized to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.